Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The first cylinder was microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder had detachment of the outer sleeve from wear. The first cylinder had broken fabric threads from wear in the middle of the cylinder and had wear at folds in the proximal end, middle, and distal end of the cylinder. Leakage test revealed that the first cylinder had a leak from wear in the proximal end of the cylinder. Based on the information available and analysis results, the reason for the mechanical issue and the hole/perforation was most likely determined to be the leak from wear in the cylinder and the broken fabric threads from the functional test performed. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the left cylinder was identified. The left cylinder was removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the left cylinder was identified. The left cylinder was removed and replaced. There were no patient complications reported.